Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with motor error alarmd and failed displacement test due to a out of phase motor encoder. Unable to complete functional testing due to the motor error alarm. Unable to confirm alarm history due to a corrupted history file. The device was also received in with a cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized for twenty eight days. The caller stated that it has to do with diabetes as well as other stuff. The customer also mentioned that the insulin pump had an error alarm. No further information was provided.